Event description:
It was reported that prior to a tonsillectomy procedure using the coblator ii controller, the controller would not power on. The surgery had to be canceled because there was no back up device available. There were no complications reported as a result of this event.